Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device was explanted due to an excessive discharge in battery longevity. The procedure was completed successfully without adverse consequence to the patient. The patient condition was stable before, during and after the procedure.

Manufacturer narrative:
Interrogation of the device revealed it was above eri when received. Based on this information, the device was found to communicate appropriately with a merlin programmer and has not reached the elective replacement indicator (eri). The device is included in the premature battery depletion with implantable cardioverter defibrillator advisory notice issued by st. Jude medical on (B)(6) 2016.